Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 3 of 6. The baxter technical service representative (tsr) explained the alarm. The tsr instructed the home patient (hp) to end therapy and call her peritoneal dialysis registered nurse (pdrn) about getting air in her line. The tsr asked if the hp used anything sharp to open the supplies and she said yes. The tsr then instructed the hp to not use any sharp instruments to open her boxes since it could pierce the supplies. The hp would hold the supplies in case baxter wanted them sent in. The tsr assisted the hp to end therapy. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were properly spiked and connected. There were patient extension lines being used and they were connected prior to priming. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. There was no damage noted to the overpouch or carton in which the cassette was delivered. A sharp object was used to assist in the opening of the carton or overpouch. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and they would complete therapy with new supplies. The call completed and therapy ended. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2012 and she just ended therapy that night. The next day she completed therapy successfully with new supplies. She did not notice anything unusual or any damage with the previous supplies. She did have the cassette from that day and a lot number h11k11028 . Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(6) 2012 and she was not aware of the patient having had that alarm. She would discuss the alarm with the patient the next time she sees them. As far as she knows the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.